Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 3

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set pulled out event on (B)(6) 2026 during use due to tubing catched on something. No further information available.